Event description:
Per dealer heat exchange is leaking. (B)(4). Per independent repair center statement, the unit was alarming or red light. The key failure was the heat exchange is leaking the part was replaced. Additional malfunctions were gear clamp was leaking, and was replaced.